Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with small cardiac chambers and suboptimal transseptal puncture. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and advanced into the left atrium. However, while removing the dilator, it was observed that the hemostasis valve on the back of the sgc lost column and was filling up with air. Additional aspiration was required. Therefore, the sgc was removed from the patient. While outside the patient, the sgc was re-prepped per the IFU, and it held column. A new sgc was inserted and the procedure was continued. A mitraclip was inserted, but decision was made to discontinue the procedure. No clips were implanted, and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the clip was not implanted due to patient anatomical considerations (the transseptal height was not optimal). After multiple attempts, the decision was to proceed, which led to difficulty steering the device above the valve, with limited height due to a low transseptal puncture and a small atrium. Therefore, the clip was not able to be placed in the intended area. Therefore, the clip was removed from the patient. There were no adverse patient effects and no clinically significant delay in the procedure.